Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their onetouch verio meter read inaccurately erratic. The patient reported blood glucose results of ¿16.2 and 4.7mmol/l¿ with the subject meter, performed within 20 minutes of each other. Based on consensus error grid analysis, the difference between these results falls within the d zone therefore this complaint is deemed reportable. The patient does not have control solution for troubleshooting. The patient was sent replacement products. Based on the information provided, this complaint is being reported due to the following conclusion: the patient performed a meter-to-same meter comparison where the results from precision testing fell within the d zone on the consensus error grid. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms or treatment as a result of the alleged issue.